Event description:
It was reported that the customer received multiple power source alerts. There was no reported impact to the customer's blood glucose (bg) level. A replacement cable was sent to the customer to resolve the issue.

Manufacturer narrative:
Device not returned.